Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received a voluntary medwatch report number mw5044445 stating, "during laparoscopic hysterectomy, doctor was using thunderbeat handpiece, it repeatedly alarmed and would stop working. Device was taken apart and re-assembled by (B)(6), cst, multiple probe checks were done. Device was unplugged and restarted. Problems continued. New thunderbeat handpiece was obtained so case could continue. One of the blades of the graspers fell off inside the patient's abdomen. Stray blade was immediately retrieved, device examined, and all parties in room felt all the pieces had been found and removed. No harm was caused to the patient. A new handpiece was brought into the room. No other intervention required." Olympus followed up with the user facility via telephone and was informed that the blades on the grasper (probe) broke off and fell inside the patient's abdomen. The physician retrieved the broken piece. It is unknown at this time how and what device was used to retrieve the broken piece from the patient's abdomen. The procedure was completed with a third similar device. No patient injury was reported. No further information was provided.